Manufacturer narrative:
Continuation of d10: product ID: 3889-28; lot# va1s4rx; implanted: (B)(6) 2018; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 11-jun-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that when the patient had the implant placed on (B)(6) 2023 a fragment of the lead from the previous system was left behind as the surgeon was unable to "get it out/attach to it." The caller stated then on (B)(6) 2024 the doctor removed the lead fragment. On a different call a caller reported the patient was at an MRI facility. They reported when programmed into MRI mode, the eligibility cannot be determined message was seen. The caller reports patient was supposed to meet with a manufacturing representative (rep) for reprogramming, but the rep was a no show. On a later call a healthcare provider (hcp) reported the patient's programmer displayed MRI eligibility cannot be determined due to abandoned product however it was noted that the patient no longer has the abandoned product the caller stated the patient had multiple mris canceled due to this. The caller was inquiring how to update the MRI mode to reflect this. They were redirected to see their managing hcp.